Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that a getinge service representative received an email from the customer regarding problems with autofill during flight. The getinge service representative reported that this customer only transports and does not initiate therapy so they do not choose the catheter for patient use. The customer reported that an issue with the iabp occurred while they were at approximately 2,500 feet and got an ¿auto fill failed¿ alarm. The balloon pump stopped working and the ¿start¿ button had to be pressed to initiate therapy again. The end user believe this happened twice on this transport. This has happened to end user on a previous transport as well. The end user reported to then having a low helium alarm due to number of auto fills that were required. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: g4 (the new awareness date entered in follow up emdr #1 was incorrect and should have read 05 november 2019). This supplemental report is submitted to correct information provided in follow up emdr #1 submitted on 06 november 2019. Follow up emdr #1 was prematurely submitted by a getinge employee while event information was still in the process of being gathered by the complaint owner. Please disregard follow up emdr #1 and refer to this follow up emdr #2 for corrections and explanation of new information as it relates to the reported event. Information provided in follow up emdr #1 submitted on 06 november 2019 ¿it was thought that the customer was flying at an elevation of 2,500 feet, and using a linear balloon¿ was partially inaccurate. Refer to below information for corrected information. On 05 november 2019 the complaint owner reviewed the reported complaint content and all available information for completeness in order to prepare a supplemental emdr. Although information such as date of event, serial number and confirmation that the balloon type was a linear balloon were received on 01 october 2019, further information was required as it was inconclusive if the reported failure was associated with the linear intra-aortic balloon (iab) or cardiosave iabp. Based on the event description, the customer associated this cardiosave iabp autofill alarm occurrence with the field action to recall cardiosave iabps due to failure at high altitude. Therefore, further information was needed to determine if the alleged failure was due to the cardiosave iabp and/or linear iab. On 05 november 2019 new information was provided and confirmed that the alleged failure was not related to the cardiosave unit and/or linear iab. Refer to below information for details: unrelated to the reported issue,a getinge field service engineer (fse) was dispatched to the site to perform a scheduled preventive maintenance (pm). As part of the pm protocol, and as a maintenance measure, the fse replaced the safety disk and tidal disk. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Subsequently, a getinge technical service manager reviewed the reported information and determined that based on the customer¿s report of the autofill failure occurring during air transport of approximately 2,500 using a linear iab, it is unlikely that the reported auto-fill failure was related to or caused by the altitude. Since no error logs were available for this event, the failure could not be confirmed.

Event description:
It was reported that a getinge service representative received an email from the customer regarding problems with autofill during flight. The getinge service representative reported that this customer only transports and does not initiate therapy so they do not choose the catheter for patient use. The customer reported that an issue with the iabp occurred while they were at approximately 2,500 feet and got an ¿auto fill failed¿ alarm. The balloon pump stopped working and the ¿start¿ button had to be pressed to initiate therapy again. The end user believe this happened twice on this transport. This has happened to end user on a previous transport as well. The end user reported to then having a low helium alarm due to number of auto fills that were required. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that a getinge service representative received an email from the customer regarding problems with autofill during flight. The getinge service representative reported that this customer only transports and does not initiate therapy so they do not choose the catheter for patient use. The customer reported that an issue with the iabp occurred while they were at approximately 2,500 feet and got an ¿auto fill failed¿ alarm. The balloon pump stopped working and the ¿start¿ button had to be pressed to initiate therapy again. The end user believe this happened twice on this transport. This has happened to end user on a previous transport as well. The end user reported to then having a low helium alarm due to number of auto fills that were required. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Updated fields: a2, a3, a4, b3, b4, d4 (serial#), d10, g4, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to the site to perform a schedule preventive maintenance (pm) unrelated to the reported issue. As part of the pm, as a maintenance measure the fse replaced the safety disk and tidal disk. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Additionally, a getinge technical service manager reported that from the information that was provided, it was thought that the customer was flying at an elevation of 2,500 feet, and using a linear balloon. If that was so, then the issue should not have been due to the elevation, because linear balloons are to be used at altitudes from -1250 feet to 12,000 feet. Based on the reported information we cannot conclude that the reported issue was due to a getinge product.